Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery intermittently depleted quickly. Additionally, it was reported the customer experienced higher blood glucose of around 230 to 250's (mg/dl) when battery gauge was around 40-50% charge. Reportedly, the customer alleged that the basal rate settings may not be delivering insulin completely. Tandem technical support educated the customer that the battery charge is unrelated to basal delivery. Customer acknowledged information; however, maintained belief. Multiple attempts were made to follow up with the customer to upload the pump data logs for a review to be performed; however, no response from the customer was received.